Manufacturer narrative:
Corrected h6 and h10. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced oridion pcb for error 570.6200. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the oridion board - failed co2 cal test.. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that there was a time out error.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that there was a time out error.